Event description:
It was reported that the patient underwent a posterior spinal fusion at l5-s1 where rhbmp-2/acs was implanted with a peek cage. Following the surgery, the patient developed bilateral radiculopathy and chronic lower back pain which progressively got worse. Imaging studies showed that the patient had developed uncontrolled bone growth causing nerve impingement, osteolysis, stenosis, and cystic changes at the site of implant. On (B)(6) 2013, the patient underwent a revision surgery to remove the existing hardware and re-do the fusion. Upon revision, there was evidence of "recess stenosis secondary to bone formation within neural canal, left l5-s1", which the revision surgeon noted was, "a mass effect caused by heterotropic bone growth". The patient continues to experience bilateral pain in her legs, feet and toes.

Manufacturer narrative:
(B)(4). Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. Products from multiple manufacturers were implanted during the procedure. Although it is unknown if any of the devices contributed to the reported event, we are filing this MDR for notification purposes.